Event description:
From staff: received zometa from pharmacy. Pulled the white tab off and there was nothing to spike through, a small amount of zometa spilled out onto the floor and onto rn's gloves. It appears that in this event the port used to hook up to the patient is flowing free rather than having a valve on it that needs to be punctured by the rn prior to putting the IV-line in.